Event description:
Philips received a complaint by the mechanical engineer (me) on the v60 indicating that while performing preventative maintenance (pm), it was observed that the device was getting "check vent: battery failed" (1124) message. The customer reported there was no patient involvement at the time the issue was discovered. The authorized service provider (asp) evaluated the device and confirmed the reported problem. The occurrence of "check vent: battery failed" (1124) was observed, and it was improved after replacing the lithium-ion battery. There were no other abnormalities found. The software version was checked. (3.20). The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E: (B)(6).